Manufacturer narrative:
(B)(4).

Event description:
The customer complained of multiple questionable results on (B)(6) 2018 on the cobas 6000 c (501) module. The field service engineer (fse) happened to be onsite at the time and "something" was done that improved the issue until (B)(6) 2018 when there was 1 patient sample with questionable results when a lipid panel was run. Based on the data provided, the chol2 cholesterol gen.2 (chol2) results were erroneous. The erroneous results were not reported outside of the laboratory. The initial chol2 result was 4 mg/dl. The repeat result was 170 mg/dl. On (B)(6) 2018 the customer changed the sample probe and immediately afterwards qc results were out of range. The customer re-calibrated all tests on the instrument and qc was back within range. The customer also had some ise errors on (B)(6) 2018 for calibration. The customer changed out the reagents but the morning of (B)(6) 2018 ise calibrations were still failing. No adverse event occurred. The chol2 reagent lot number and expiration date were not provided. The fse visited the customer site and did not identify an issue. Prior to his arrival, the customer had re-checked the sample probe and found moisture in the sample arm; the probe may have leaked. The sample probe was re-attached. The fse inspected, flushed and cleaned the probe. Touch delivery and rinse nozzles were inspected as well. The system was operational. The customer calibrated and qc was acceptable. The customer has had no further issues since the service visit. The investigation was unable to find a definitive root cause.